Event description:
A trauma patient was admitted to ICU. The patient was intubated, had a paced rhythm, and was oliguric. A post-pyloric feeding tube and left subclavian central venous line were placed. A portable chest x-ray was obtained and interpreted at the bedside. Tube feedings were begun at 20 ml an hour. The following day the radiologist noted placement of the feeding tube was in the right lung. Tube feedings were stopped and the tube was removed. A bronchoscopy was performed and a new feeding tube was placed under direct visualization. Shortly after, the patient became difficult to ventilate, and a tension pneumothorax was diagnosed. A chest tube was placed and a needle thoracotomy performed. Patient experienced cardiac arrest requiring resuscitation. However, he remained on mechanical ventilation and oliguria worsened. He developed coagulopathy and severe acidosis. The next day the patient developed pulseless electrical activity and expired.